Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested: what was the surgical procedure? What were the indications for surgery? Please clarify what is meant by ¿gun got stuck¿? Did the jaw become stuck closed? What troubleshooting steps were performed to remove the device? What color cartridge was being used? Where any clips used in the vicinity or what the device fired over an existing staple line? What is the current patient status? Additional information received: I have personally checked with surgeon at hospital and he has communicated that there was an incident of mismatched reload ( they used 45mm reload with a 60mm gun). They don¿t want any product complaint as it was error on the part of the scrub nurse.

Event description:
It was reported that during an unknown procedure, the ec60a gun got stuck and the case was converted to open.